Manufacturer narrative:
A ge healthcare service engineer performed a checkout of the system and confirmed the reported issue. The o-ring and receiving side were cleaned. The o-ring was lubricated and re-installed. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. (B)(4). Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported high expiratory co2 concentration during anesthesia. There was no report of patient injury.